Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6)2008.

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed the high current drain was due to a leaky xt104 capacitor (c1).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.